Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 100-150 units of insulin. Customer¿s blood glucose was 200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.